Event description:
Information received indicating cadd ms3 pump was missing "start delivery" option when the patient went to "main menu," the first option that the patient saw was "setup". Reporter stated that the it is unknown if the reported event occurred while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's reported problem was able to be verified. Inspected the pump and found that the start delivery option was missing. Further investigation determined that the microprocessor board was corrupted and was the root cause of the issue. Service will replace the microprocessor board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.